Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found.

Event description:
It was reported that during implant attempt, there was oversensing on rv tip to rv ring signal. The lead was connected and disconnected three times without any resolution to the noise. The device was not used. No patient complications have been reported as a result of this event.